Manufacturer narrative:
The investigation of product damage (hole in catheter) has been completed. Product damage (hole in catheter): when device was about to get secured w/ 3 point external fixation, rn noticed blood coming out of the red plug. The device was returned and inspected. Visual inspection revealed blood in the red pump handle and a hole in the catheter near the 30cm mark the cause of the product damage (hole in catheter) was most likely use related due to a hole found in the catheter and blood in the red handle.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had placed a impella 5.5 pump for a patient needing mechanical circulatory support. The impella 5.5 was placed and started. When device was about to get secured with 3 point external fixation, the nurse noticed blood coming out of the red plug. The care team decided to replace 5.5 due to concern for pump integrity. There was no patient harm.

Manufacturer narrative:
Medwatch mw5169498 was received and the following fields were updated on manufacturer device report number 1220648-2025-28262. E4 revised to yes. H9 revised to include medwatchnumber.